Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause, which was most likely patient condition related since an impella cp was able to be delivered successfully. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was being implanted with an impella 5.0 device for mechanical circulatory support. During implantation, the initial impella 5.0 pump insertion was aborted and an impella cp was subsequently implanted for patient support. There was no harm to the patient.